Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which confirmed/did not confirm> similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04 mar 2013. The review was performed from the date of manufacture to the present date 15 apr 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device <was/was not> involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
Correction : common device name, manufacturer narrative- chr, DHR additional information : imdrf annex a,b,c,d and g grid, manufacturer narrative- shr omit: a07 - electrical /electronic property problem device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04mar2013. The review was performed from the date of manufacture to the present date 17jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.